Manufacturer narrative:
This is 1 event for the same patient involving 2 separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiac arrest and expired on the same day. This event is alleged to have been caused by the patient's possible exposure to the products used during dialysis treatment.